Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device functioned intermittently and would not go pass 80 rpm. It is known that the event did not occur during surgery; however, it is not known if there was any patient/user injury, surgical delay or medical intervention reported related to this occurrence. No additional information available.